Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a make sure heater bag is on heater tray alarm during fill 4 of 5 of treatment. The patient reported receiving an air detected in cassette alarm during treatment. The patient discovered fluid on the inside of the cassette door not between pump head and pump plate of their cycler. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient contact was assisted on how cancel the treatment. The patient contact was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient contact confirmed the reported fluid leak event occurred between the patient line and pd catheter (not a fresenius product). The patient contact confirmed no other fluid leaks found including inside the cassette door. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient skipped peritoneal dialysis treatment in the absence of the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the original cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.